Manufacturer narrative:
The initial information was documented in a journal article. No additional information is available at this time. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
It was reported through a clinical research article, "knee stiffness (manipulation under anesthesia)."